Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that the ventilator was on a patient and shut down. The vent was switched out and there was no reported harm to the patient. At the time of the reported event, the ventilator was plugged into alternating current (ac) as its power source.

Manufacturer narrative:
Results of investigation: the vela power supply was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicate during use testing. The unit was also inspected for damaged fuses and none were found. The root cause cannot be determined.